Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify low battery alarm and failed battery alarm due to motor error alarms. Pump received with cracked case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor errors. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the insulin pump had diminished battery life and rejects batteries and also cracks on casing. The device will not be returned for analysis.